Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter failed the leak test because it had a hole in the balloon.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. Prior to the procedure the surgeon discovered a false passage. The surgeon used ultrasound guidance for procedure. There were multiple attempts made by surgeon to get catheter into uterus from the false passage. Four minutes into the procedure the pressure dropped rapidly from 170 to 100. A pin hole size defect was found in the catheter. The ablation was stopped. The surgeon saw no evidence of a perforation or thermal injury.